Event description:
Physician was treating a basilar stroke and used the penumbra system to clear the occlusion successfully. The neuron was hubbed out in the sheath. When the procedure was complete, the neuron was being removed and the proximal shaft revealed a fracture.

Manufacturer narrative:
Technical eval: the neuron 070 was separated 10.5cm from the strain relief, but the two pieces were still connected. Since the physician was able to remove the fractured catheter through the sheath, the catheter likely did not break until removal through the sheath diaphragm. The catheter was probably kinked at the point it broke, then when removed through the sheath diaphragm, it fractured. The DHR of this mfg lot has been reviewed and is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on (B)(4) 2009. A review of the device history record (DHR) was completed on part # 1626-04 neuron delivery catheter 070 (95cm x 6cm) shaped tip, lot number l14028. (B)(4). The lot was built at risk under da 073 for 3 year shelf life not completed yet. The lot was affiliated with ncr 740 for product that was labeled with a ce mark in a configuration that is not ce approved. This product was reprocessed to remove the ce marks. In addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. All parts that failed inspection have been rejected and all parts released met specs. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.